Event description:
It was reported that the patient underwent a hip revision approximately 16 years post-implantation due to metallosis, elevated metal ions, and pain. During the revision the stem was noted to be well fixed therefore retained. All other components were revised without complications. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(b)(4).D10: Biomet Taperloc Microplasty part number 15-103205 lot number 234330 Biomet M2A Magnum Taper Adapter part number 139252 lot number 688390 The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.